Event description:
The customer reported a pt allergic reaction associated with the implantation of the mini tightrope repair kit. The customer has stated the implanted kit components would be removed from the pt but did not provide further info. This is the third of three similar issues reported by this customer. It was reported that the customer expected to remove the device involved in this event but no further details were reported by the customer. This device is used for treatment.

Manufacturer narrative:
The customer did not provide the lot number. The customer was sold two lot numbers of these devices. The dhrs for both lots were reviewed. No issue was found that could have contributed to this event. The actual device involved was not returned and the complainant's event could not be verified. The cause of the event could not be determined without the device evaluation. Further info regarding the pt and this event has been requested unsuccessfully. If further significant info is received a follow-up report will be submitted.